Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to poor contact within the scope (including the connection between the tip side and the video connector board and the imaging cable). The device was evaluated where no abnormalities were found that could have caused or contributed to the event. The event can be detected/prevented by following the instructions for use which state: "check if normal light observation images and nbi observation images are displayed normally." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope screen blacked out and vertical line noise appeared. The issue was observed during an unknown therapeutic procedure. The procedure was completed with a similar device and no patient harm was associated with this event. Additional information has been requested regarding this event; however, it has not been received.